Manufacturer narrative:
Product complaint # (B)(4). Event year is reported as 2021; however exact date of event is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that the patient was schedule for a revision surgery on (B)(6) 2021, due to maxillary midline and mandible are off. The patient's maxillary midline is clinically 5mm to the left of the facial midline, with the mandibular midline 2mm to the left of the maxillary midline. Original surgery carried out on (B)(6) 2019. It was unknown if the revision surgery completed. The patient outcome was unknown. This complaint involves an unknown number of devices. This report is for (1) ti matrix 90 deg l-pl/2x2 h medium/reversible/0.8mm thick. This report is 3 of 4 for (B)(4).